Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4). Device is partially implanted/the broken piece of the screw has been discarded by the hospital. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail-advance procedure to repair a hip fracture on (B)(6) 2016, the head of the interlocking screw broke as the surgeon inserted it into the nail. The cause of the breakage is unknown. There was no difficulty or resistance when inserting the screw into the nail. The surgeon fully removed the broken piece and went on to implant the device. There was no surgical time delay and the procedure was completed successfully. Patient status is reported to be stable following the procedure. This complaint involves one (1) device. Concomitant device reported: nail (part# unknown, lot# unknown, quantity 1). This report is 1 of 1 for (B)(4).